Event description:
After completion of c1-c2 wiring and bone graft procedure, an audible noise was heard by the neurosurgeon. An x-ray showed a broken wire. Pt was re-anesth. And the wire was replaced with a clamp. The pt did well post-op.